Event description:
Ous MDR - high thresholds were noted two days after implant, while the patient was still in the hospital. The lead was repositioned multiple times, but high thresholds were still noted. A new lead was implanted with good numbers.